Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy.

Event description:
Procedure summary: it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, during a gastric varicose ligation procedure performed on (B)(6) 2025. Event summary: during the procedure, the physician reported the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Patient status: there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block h11: investigation. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all seven bands attached to it. In addition, the ligator housing teeth were bent. The handle had marks of trip wire being secured and the suture was returned broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure could potentially be related to the technique used by the physician, or the way in which the device was handled. It is possible that the way the device was placed, or the tortuosity during the procedure affected the functionality of the handle when attempting to deploy the bands, resulting in the bands failing to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the bend on the ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Procedure summary: it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, during a gastric varicose ligation procedure performed on (B)(6) 2025. Event summary: during the procedure, the physician reported the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Patient status: there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.